Event description:
This report is related to customer complaint (B)(6) made against allset gold a high ssp (sku 54010d, lot 012 1608823), since this lot contains the same affected primer mix. The customer reported that the reactivity for lane 86 was negative for the a 03:20 allele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping an "a" 03:20 allele as an a 03:01 allele. The investigation replicated the customer's observation (B)(6) 2015. The investigation concluded on 06/16/2015 and was unable to determine whether the result is related to the specific dna sample or reflective of incorrect labeling on the reactivity for the allele.